Event description:
It was reported to minimed that the customer experienced a sensor lost alarm after the warm-up. The customer also experienced hypoglycemic event with a blood glucose value of 60 mg/dl which was treated with glucose/carbohydrate intake and visit to emergency room. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-213a and mmt-7841zn. Troubleshooting was performed and, it was confirmed that the customer had been using the insulin pump system within 48 hours of the reported event; however, the auto mode/smartguard feature was not active at the time of the event. It was also confirmed that the pump date and time were incorrect. Troubleshooting was performed for a sensor lost alarm allegation, and it was confirmed that transmitter serial number was programmed in manage devices screen. Multiple attempts were made by pump to re-establish communication with the transmitter, but it is unknown whether the reported issue was resolved. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, mmt-1884, mmt-213a. Mmt-7841zn was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.